Event description:
During an in clinic follow up, inappropriate shocks due to an incorrect interpretation of signals was observed. Technical support was contacted and suspected this was due to the programmed settings on the device. Technical support recommended reprogramming to resolve the event. The device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of the ventricular fibrillation therapy assurance (vfta) algorithm delivering a shock was confirmed. Based on the information provided, it was determined that the algorithm detected under-sensing during a tachycardia episode and delivered a shock. The device is performing per design.